Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 component codes and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. A review of the device history record and lot history supported that a manufacturing non-conformance likely did not contribute to the event. A review of IFU/training materials revealed no deficiencies. In this case, ''valve with alterra in the pulmonic valve via transfemoral approach, the alterra prestent migrated distally when the pds was tracked into the stent.'' The IFU warns that correct sizing of the prestent into the rvot is essential to minimize risks such as paravalvular leak, migration, embolization, and/or rvot rupture. Per the training manual, the alterra apices are designed to engage with anatomy to assist in initial placement and acute stability. Inflow apices engagement is critical for prestent fixation and to avoid migration. In addition to insufficient engagement with the anatomy, it is also possible that the pulmonic delivery system interacted with the prestent upon advancement to the landing zone. This contact likely made it difficult for the pds to advancing forward, resulting in some excessive manipulation to continue advancing and may have forced the prestent out of position. As such, it is likely patient (insufficient apices engagement due to patient anatomy) and/or procedural factors (pds interaction with prestent, excessive manipulation) have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 valve with alterra in the pulmonic valve via transfemoral approach, the alterra prestent migrated distally when the pds was tracked into the stent. A second alterra was placed along with the s3 valve, outcome was as expected.